Manufacturer narrative:
Correction - h2 - should have been no instead of yes.

Event description:
It was reported that prior to a device downgrade procedure the patient presented in clinic. It was discovered that the right ventricular (rv) lead was exhibiting inadequate capture. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.